Event description:
It was reported that cone not latched message displayed mid way way through treatment. The procedure aborted. We learned through follow up, intralase was attempted on the patient's right eye. Suction loss occurred during the first attempt. With the 2nd attempt, a flap was 50% created but no side cut completed. Then intralase machine error (cone not present/not latched) appeared. The lasik was successfully completed the same day, at another clinic. Patient best corrected visual acuity (bcva) is 6/24. The patient was seen by doctor after procedure and will wait 6 months for healing and will then be reassessed. No further information was provided. This report captures the issues with the laser system.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The laser system is not an implantable device. Section d6b - explant date: not applicable. The laser system is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: the engineer completed an on site investigation, when the initial phone fix did not resolve the issue. Found loading deck latch sometimes not working - replaced loading deck and setup. Tested and working to spec. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.